Manufacturer narrative:
The reported event of difficulty inserting the stylet into the right ventricular (rv) lead was not confirmed. A complete lead was received for analysis. The introducer was not returned with the lead. As received, the outer diameter of the distal tip was measured and it was within product specification. An insertion test was performed using a sample safe sheath 7f introducer. The lead was able to be fully inserted and removed successfully with no difficulty. Visual and x-ray analysis did not find any anomalies on the lead or distal tip region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, the stylet was unable to be inserted into the right ventricular (rv) lead due to a curve within the lead. The rv lead was exchanged and the patient was stable.